Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer had not recognized that it was closed. A field service engineer (fse) had opened the back panel to inspect the components and found the retractor band broken. The fse replaced the retractor band and restored functionality to the drawer. The customer tested the drawer in the application, and no further issues were reported. The issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer did not open and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.